Manufacturer narrative:
Vyaire medical file identification: (B)(4). The customer reported that they will not return the defective part for evaluation. Therefore, no root cause could be determined. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
It was reported to vyaire medical that the avea ii ventilator only half of the screen has an accurate touch sensitivity. The customer confirmed that there is no patient involvement associated with this reported event.